Event description:
Revision of knee components due to pain and possible loose tibial component.

Manufacturer narrative:
Neither the explanted devices nor the devices serial/lot info were provided to the MFR for eval.